Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (b)(602018, a reporter for the patient (patient's daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurate high results compared to feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 04:00 pm. The patient obtained alleged high blood glucose reading of ¿200 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with lantus insulin (60 units a day) and humolog insulin (unspecified dose) administered on a sliding scale. The reporter confirmed that at 5:00 pm, in response to the alleged issue, the patient took 10 unit of humolog and ate some mash potatoes. Immediately after, the patient developed symptoms of ¿dizziness, sweating, confusion¿. The reporter stated that on the same day, in the evening, the patient was taken to the hospital where her blood glucose level was checked, obtaining a reading of ¿54 mg/dl¿. The patient was treated with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was not confirmed if the patient¿s test strips had been stored correctly, were within expiry date. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on alleged inaccurate high results obtained with the subject meter.